Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. The most likely cause of the reported and observed failure is user error. This included misaligned insertion and/or prying or levering the device during insertion, resulting in the device breaking or being damaged. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/12/2025, a sales representative reported via (B)(4) that the eyelet of an ar-2324kbcct knotless biocomposite swivelock anchor fractured and snapped in half while loading two suturetape sutures. The anchor was not overloaded with suture and was loaded correctly using the megaloader. As a result, a new anchor was opened and used. This issue was identified during a rotator cuff repair procedure (B)(6) 2025. Additional information was received on 11/17/2025: this issue occurred during preparation. All detached pieces were accounted for. The case was completed with a replacement ar-2324kbcct knotless biocomposite swivelock anchor. There was no case delay or added anesthesia administered to the patient. No adverse effects were reported for this event. No photos were taken of the event.